Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "insert the device was difficult for the left fallopian tube and failed for the right fallopian tube" on (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criterion intervention required), headache ("headaches"), back pain ("low back pain"), adnexa uteri pain ("ovary pain"), heavy menstrual bleeding ("heavy bleeding during menstruation / opsomenorrhea"), hot flush ("hot flushes"), abdominal distension ("abdominal swelling") and fatigue ("tiredness"). In (B)(6) 2019, the patient experienced device intolerance ("essure rejection syndrome"). On an unknown date, the patient experienced malaise ("she was on sick leave and convalescent"). The patient was treated with surgery (essure removal via bilateral salpingectomy (B)(6) 2020). Essure was removed. On (B)(6) 2020, the malaise had resolved. At the time of the report, the pelvic pain, headache, back pain, adnexa uteri pain, heavy menstrual bleeding, hot flush, abdominal distension, fatigue and device intolerance outcome was unknown. The reporter provided no causality assessment for abdominal distension, adnexa uteri pain, back pain, device intolerance, fatigue, headache, heavy menstrual bleeding, hot flush, malaise and pelvic pain with essure. The reporter commented: on (B)(6) 2011 there was a first attempt to insert the device, during which, the handling was ¿difficult¿ for the left fallopian tube and ¿failed¿ for the right fallopian tube. Thus, a second insertion procedure was attempted the following week. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a 37 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device insertion difficult ("insert the device was difficult for the left fallopian tube and failed for the right fallopian tube" on (B)(6) 2011). The patient had a medical history of modified radical mastectomy, goiter (hemithyroidectomy for goiter), allergic reaction to analgesics, allergy to nsaids, synovial cyst, mastitis, herniated disc, pelvic inflammatory disease and arterial hypertension. Previously administered products included: minulet. The only concomitant product mentioned was codiovan (hydrochlorothiazide;valsartan). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011 she experienced pelvic pain (seriousness criterion intervention required), headache ("headaches"), back pain ("low back pain"), adnexa uteri pain ("ovary pain"), heavy menstrual bleeding ("heavy bleeding during menstruation / opsomenorrhea"), hot flush ("hot flushes"), abdominal distension ("abdominal swelling") and fatigue ("tiredness"). In (B)(6) 2019 she experienced device intolerance ("essure rejection syndrome") and dysmenorrhoea ("dysmenorrhea"). Essure was removed on (B)(6) 2020. An unknown time later she experienced malaise ("she was on sick leave and convalescent"), tonsillitis ("tonsillitis"), intervertebral disc protrusion ("pain related to a herniated disc"), hypertension ("hypertension") and hyperprolactinaemia ("hyperprolactinemia"). The patient was treated with surgery (essure removal via bilateral salpingectomy (B)(6) 2020). On (B)(6) 2020, malaise had resolved. At the time of the report, the outcomes for the remaining events were unknown. The reporter considered dysmenorrhoea, hyperprolactinaemia, hypertension, intervertebral disc protrusion and tonsillitis to be related to essure administration. No causality assessment was received for essure with regard to headache, pelvic pain, back pain, adnexa uteri pain, heavy menstrual bleeding, hot flush, abdominal distension, fatigue, malaise or device intolerance. The reporter commented: on (B)(6) 2011 there was a first attempt to insert the device, during which, the handling was ¿difficult¿ for the left fallopian tube and ¿failed¿ for the right fallopian tube. Thus, a second insertion procedure was attempted the following week. Hysteroscopic tubal occlusion. On (B)(6) 2011 the left essure was inserted but the right essure was not inserted, so it was finally placed on (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2011: the correct position of the essure devices was confirmed [x-ray] (date unknown): without traces of essure. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-sep-2023: plaintiff fact sheet & medical record received. Events tonsillitis, hypertension, hyperprolactinemia, herniated disc, dysmenorrhea added. Patients medical history, historical drugs, lab data, concomitant drugs are added. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "insert the device was difficult for the left fallopian tube and failed for the right fallopian tube" on (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criterion intervention required), headache ("headaches"), back pain ("low back pain"), adnexa uteri pain ("ovary pain"), heavy menstrual bleeding ("heavy bleeding during menstruation / opsomenorrhea"), hot flush ("hot flushes"), abdominal distension ("abdominal swelling") and fatigue ("tiredness"). In (B)(6) 2019, the patient experienced device intolerance ("essure rejection syndrome"). On an unknown date, the patient experienced malaise ("she was on sick leave and convalescent"). The patient was treated with surgery (essure removal via bilateral salpingectomy (B)(6) 2020). Essure was removed. On (B)(6) 2020, the malaise had resolved. At the time of the report, the pelvic pain, headache, back pain, adnexa uteri pain, heavy menstrual bleeding, hot flush, abdominal distension, fatigue and device intolerance outcome was unknown. The reporter provided no causality assessment for abdominal distension, adnexa uteri pain, back pain, device intolerance, fatigue, headache, heavy menstrual bleeding, hot flush, malaise and pelvic pain with essure. The reporter commented: on (B)(6) 2011 there was a first attempt to insert the device, during which, the handling was ¿difficult¿ for the left fallopian tube and ¿failed¿ for the right fallopian tube. Thus, a second insertion procedure was attempted the following week based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.